Event description:
Update ad 06 apr 2023: medical records received. After review, on (B)(6) 2020 patient had dislocated his left hip 2 other times. Today, he was standing at his computer at work and clocked in. He consciously picked up his left foot, put it down, then slightly turned and felt his left hip pop out. He immediately felt severe left hip pain. His coworkers laid him to the ground so he did not fall. He flexed his left knee, which was how his hip was reduced before, without success. He was seen at (B)(6) hospital where reduction was attempted 4 times, without success. Therefore he was transferred to this ed for reduction by the (B)(6) team. On (B)(6) 2020 prior to this dislocation last week, patient had what sounds like 2 subluxation episodes last week. At the end of last week he moved a certain way and dislocated. The patient underwent a close reduction on his left hip at (B)(6). He feels stiffness in the left hip, but overall is doing fairly well. He is able to walk and bear full weight on the left, lower extremity. Doi: (B)(6) 2020. Doe: (B)(6) 2020/(B)(6)2020 ( head & liner ) closed reduction, affected side: left hip. This pc is linked to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.